Event description:
It was reported by the affiliate that the (2) tlc75 were used during a hemi-coloectomy procedure. It was reported that the first tlc75 device locked out, the second tlc75 also locked out and could not be used. The surgeon used a gia80 to complete the case. There was no pt consequence.